Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy procedure with polypectomy on (B)(6) 2013. According to the complainant, the snare would not extend inside the patient, so the device was removed and examined outside the patient. The handle was able to function without any issues, however, it was noted that the sheath was longer than usual causing the snare to not extend past the sheath. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the flare detached, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the complaint device noted that the flare detached and the catheter was kinked. Functional evaluation could not be performed due to this issue. The complaint was confirmed. Manipulation of the device during the procedure likely produced the kink in the catheter, which would create resistance during subsequent attempts to actuate the device. Actuation against this resistance can ultimately cause the flare to detach. The most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.